Event description:
It was reported that 3 bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes underfilled and clotted. The following information was provided by the initial reporter: "edta tube underfill and clotting 3 edta tubes from hospital wards did not fill properly and after being underfilled the blood in the tubes also clotted. Expiry date of tube is 2021-02".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/10/2020. H.6. Investigation: bd received 100 samples from the customer for investigation. 20 customer samples were evaluated along with 20 retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to clotting and underfill were observed. 10 retained samples from the same lot number, were therefore, analyzed for edta content; all were found to be within specification. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting and underfill) because the defect was not evident in the testing of the customer lot samples. Replicates of both customer and control samples tested were acceptable in terms of both precision and accuracy (validations attached) for platelet analysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes underfilled and clotted. The following information was provided by the initial reporter: "edta tube underfill and clotting 3 edta tubes from hospital wards did not fill properly and after being underfilled the blood in the tubes also clotted. Expiry date of tube is 2021-02."